Event description:
An unknown stent graft system was implanted in a patient for the endovascular treatment of an unknown type of aneurysm. It was reported that the patient called and stated they had an endoleak in their endograft and wanted to know what to do. The patient stated they had a CT. The patient was advised their physician would decide what to do. The patient stated they had once before and this was the third time. The patient was asked for a card with the product serial number and said they never got one. The patient¿s name was searched in the system and was not found. The patient was not positive the product was a medtronic stent graft. The patient stated she was going to speak with her doctor again. No further information was provided.

Manufacturer narrative:
(B)(4). It is unknown if the product is a mdt device. The reporter's phone and address are unknown.